Event description:
It was reported that non sustained lead noise due to t-wave oversensing was noted via (B)(4) transmission. The oversensing was noted on a stored egm. The patient is asymptomatic. The device was reprogrammed. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.